Manufacturer narrative:
Investigation summary visual inspection: the t25 stardrive shaft f/matrix long (part # 03.632.072, lot # 6968778) was received at us cq. The distal tip of the device was worn/stripped. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition. Nothing was found to be broken thus the complaint cannot be confirmed. Conclusion: after a visual inspection per guidance provided, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No ncrs were generated during production. Device history review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during routine incoming inspection of a loaner set, it was observed that the stardrive shaft was broken. There was no patient or hospital involvement. This report is for one (1) t25 stardrive shaft f/matrix long. This is report 1 of 1 for (B)(4).